Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to a (B)(6) infection 1 to 1 ½ weeks after implant (although the manufacturers device registry indications a explant date of (B)(6) 2012). It was noted that he had to heal for 3 months while using a "wound vac" before he could go on to get a new device. It was also reported that the patient's trial phase with the device worked great. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4). (B)(6)